Manufacturer narrative:
After further evaluation, it was determined that this initial MFR report#: 1119779-2024-01072, was submitted in duplicate, and is therefore canceled. See MFR report#s: 3007420875-2024-00110, 3007420875-2024-00111, 3007420875-2024-00112, 3007420875-2024-00113.

Event description:
It was reported that during use of the bd pcr cartridge on bd max instrument, an unspecified number of flu a false positive patient results were obtained. Confirmatory testing of positive samples was performed, and the results were negative. There was no report of patient impact.

Manufacturer narrative:
D2: additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pcr cartridge on bd max instrument, an unspecified number of flu a false positive patient results were obtained. Confirmatory testing of positive samples was performed, and the results were negative. There was no report of patient impact.